Event description:
A patient reported that she is unable to charge her ipg and is experiencing a stinging sensation at the ipg site. X-rays were taken and confirmed that the ipg is in the correct position, but the patient is reporting that the ipg keeps flipping. At the patient's request, the physician will explant the precision system. The procedure has not yet been scheduled.